Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the micro bipolar forceps involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the reported complaint. The instrument was found to have damage to the conductor wire¿s insulation. The insulation does not exhibit thermal damage. The insulation material was lifted; however, no pieces were missing. The conductor wire was slightly exposed; however, the wire was not physically damaged. An electrical continuity test was performed, and the instrument passed. The root cause of this failure was typically attributed to mishandling or misuse, commonly caused by collision with another instrument or sharp object. A review of the device logs for the micro bipolar forceps (part# 470171-15 / lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the micro bipolar forceps was last used on (B)(6) 2022 via system serial# (B)(4). There were 1 use remaining after this last usage. No image or procedure video was provided for review. This complaint is being classified as a reportable event due to the following conclusion: the instrument had conductor wire damage. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, the micro bipolar forceps (mbf) had a disconnected wire. There was no report of patient involvement. Isi followed up with the initial reporter and obtained the following additional information: the damaged conductor wire was found after processing. There was no arcing during the last procedure. There was no patient¿s injury. The last procedure was completed robotically.